Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the ins went dead sometime in 2017 because their dog had chewed up a cord so they were unable to recharge their device. When they got a different cord that would work, they were unable to connect to the ins because they were getting the poor communication screen. On (B)(6) 2019, they tried connecting again with the recharger, but that displayed the reposition antenna screen. No symptoms were reported. It was explained that the patient was scheduled to have a MRI on (B)(6) 2019, but the MRI eligibility needed to be confirmed, but they couldn't because the ins was depleted. It was reviewed that the ins was likely in over-discharge since it hadn't been charged in several months. A request was made for a rep to meet with the patient at the MRI facility to jumpstart the ins. A rep confirmed they would reach out to the patient. Additional information was received from a rep on (B)(6) 2019. The rep indicated that the patient dropped out of their pocket for a bit. The patient was scheduled to meet with a rep. Additional information was received from the rep on (B)(6) 2019. They confirmed that the ins was in over-discharge because the patient had not been charging the ins. They attempted a "count down" two times with no success. The next steps were reported to be that the patient was going to discuss ins replacement with their doctor. It was noted the patient's doctor was aware of the patient issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-16. There is no plan for a replacement at this time. The patient needs to see a healthcare professional (hcp) to further discuss the surgery. The patient¿s weight at the time of the event was unknown. The rep confirmed that the explanted devices would be returned when the surgery is scheduled. This information was confirmed with the hcp. No further complications were reported/are anticipated.